Event description:
Per the clinic, the device was explanted on (B)(6), 2011, for unspecified reasons. Additional information has been requested but has not been made available. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2012.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2011. (B)(4).